Event description:
It was reported that while the ventilator was connected to a patient, the peep (positive end expiratory pressure) valve increased. (B) (4). (B) (4).

Manufacturer narrative:
(B) (4).